Event description:
A customer reported a PICC rupture. There was no patient injury.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. According to the customer, there was no sample available for review. However, a video was provided that confirmed the reported issue of catheter leakage. Evidence of damage to the catheter was confirmed, however, a root cause of that damage cannot be determined without the sample to review. Because a root cause could not be determined, establishing the appropriate corrective action is not possible. Additional information provided in h.6. And h.11